Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, d6b, g1, h6.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "fluid build-up in breast".

Event description:
Patient reported was diagnosed with fluid build-up in breast and suffers from pain and problems. The patient now has a tumor which has been deemed not related to the device. Blood sampling shows that patient's body is already at the limit and fights the tumor. Affected side is right. The device remains implanted.